Event description:
The pump was received for service. During accuracy testing, the pump underdelivered on channel b. The hospital representative stated they have no record of any patient incident since the last baxter service event.